Manufacturer narrative:
The device involved in the event has been received by the manufacturer. Upon completion of the device analysis and investigation, a supplemental report will be filed.

Event description:
It was reported that the device involved in the event disconnected from the tubing set, resulting in a docetaxel bag leak onto the floor during an infusion. There was no report of patient harm as a result of the event. No additional information is available at this time.

Manufacturer narrative:
The device was received and tested by the manufacturer. The disconnection reported by the customer was not confirmed. A device history review (DHR) was performed and no non-conformances were found that would have contributed to the reported complaint.